Event description:
The product complaint report shows the customer alleged no audio alarm. It is not verified that the unit had no audio alarm, and no malfunction may have occurred. The customer had performed his own repair/replacement of the device. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.